Manufacturer narrative:
The case description states the user delivered a bolus after breakfast accounting for the 35g of carbs he had just eaten. The case description then states that the user received an additional bolus after breakfast of 9u that was uncommanded. The physical controller was received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Investigation confirmed the presence of a bolus delivered for 35g of carbs and a 9unit bolus delivered approximately 2.5 hours later. The confirm bolus button was pressed for both of these boluses, indicating user interaction. Logs show the 9unit bolus was loaded in for an insulin on board (iob) of 1.55 and a bg of 236 mg/dl. This led to the system suggesting a bolus volume of 1.25unit. The user then adjusted the total bolus volume by 7.75unit increasing it to 9unit. No damages or defects that would contribute to the reported event were observed. No evidence of an uncommanded bolus was found.

Manufacturer narrative:
The caller (customers wife) reported the device independently delivered an insulin bolus dose of 9 units. The caller reported they programmed a meal bolus following breakfast earlier that day, however they did not program the 9 unit bolus that was received following lunch. The caller reported the customer has dementia and doesn't know how to use the controller. The customer's blood sugar dropped to 67mg/dl following the uncommanded bolus dose. The low blood sugar was treated at home, and the insulin infusion was paused. Medical intervention or treatment were not required. The caller confirmed the controller displayed, "cannot find pod". The caller was not comfortable using the device, and therefore a replacement was sent. As of the date of this report the physical device has not been received for further investigation. If the device/additional information is received, a supplemental report will be submitted. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's wife that the omnipod personal diabetes manager (pdm) delivered an uncommanded bolus of 9 units.